Event description:
It was reported that a nurses' aid allegedly received a minor cut to his finger from peeling chrome on the siderail while transporting a patient. It was reported that no medical intervention was required to treat the minor cut.